Event description:
It was reported when using the pyxis medstation es system, both a drawer and a pocket failed. The machine did not provide any options to release the pocket during recovery attempts. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the magnetic strip on legacy full height drawer required replacement. A field service engineer replaced magnetic strip to resolve. The system functioned as intended after the field service engineer troubleshooted the device.